Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an electrophysiology interventional procedure with an 8f sheath. Reportedly, the device was inserted onto the guide wire, but failed to advance along the guide wire. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to advance over the guide wire was not confirmed. Production record corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing the device over a guide wire include, but not limited to, damage to the guide wire, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.